Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. Integrity testing was performed between an in-lab titanium adapter and the patient adaptor with no issues or leaks; therefore, the sample met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of the transfer set and a titanium adapter. This occurred before use of the device for peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter was still in use. There was no patient involvement. No additional information is available.